Event description:
During a coronary stent procedure, the stent dislodged. An express2 3.0 x 16 had been successfully placed in the left coronary system. The physician then attempted to advance the express 2 2.75 x 12 into the first marginal branch, however, he was unable to cross the lesion. The delivery/stent device was removed and the vessel was pre dilated with a maverick balloon catheter. The express2 2.75 x 12 was re-advanced and was still unable to cross the lesion. During removal the stent dislodged. Attempts at retrieval were unsuccessful. The procedure was stopped and the pt was observed and treated for angina. There was no negative effect to the pt reported.